Manufacturer narrative:
Bayer product analysis received and examined one returned spike. Visual examination confirmed the presence of a particle within the tip of the spike cover. Further examination determined that the particle was partially connected to the inside of the cover. As the particle was partially embedded into the cover wall, there is a potential that it could fragment and enter the fluid path. Our investigation determined that the particle noted in the spike cover was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. (B)(4).

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the cover of the spike. The customer elected not to use the disposable kit. No injury or adverse event was reported.

Manufacturer narrative:
Corrected data from initial report: the initial MDR dated august 6, 2018 was submitted with information stating that there was a possibility that the particulate could fragment and enter the fluid path. After further examination, the particulate was confirmed to be partially embedded within the tip of the spike cover which is a significant distance away from the spike tip. The spike cover is discarded prior to use. No pressure is generated while the cover is on the spike; therefore, the potential that the particulate could fragment and enter the fluid path does not exist.